Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient had revision of arthroplasty due to pain and instability.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability involving a x3 triathlon cs ins size4 13mm was reported. The event was not confirmed. Visual inspection of the device was performed based on the pictures provided. There is minor scratching on the articulating surface of the insert. There are also scratches associated with explantation. Device history review: indicated that all devices accepted into final stock met specification. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as x-rays, dated operative reports, and patient history are needed. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
It was reported that patient had revision of arthroplasty due to pain and instability.